Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: it was reported that syringes had a broken stopper and dark particulate. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two packaging blisters. One packaging blister has a black x written on the bottom web. The other packaging blister has two black lines drawn on one side of the bottom web. From the photos it is not possible to observe and defects or imperfections the syringes could have. A device history record review was completed for provided material number 302830, lot number 1145993. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ 20 ml blister pack luer lock tip had a loose stopper and foreign matter in the device cannula. The following information was provided by the initial reporter: " it was reported that : sterile were found with nonconformities, broken stopper and dark particulate. "